Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 bd insyte¿ autoguard¿ shielded IV catheters were found without labels on the packaging before use. The following information was provided by the initial reporter: "without information on the package."

Event description:
It was reported that 4 bd insyte¿ autoguard¿ shielded IV catheters were found without labels on the packaging before use. The following information was provided by the initial reporter: "without information on the package".

Manufacturer narrative:
H.6. Investigation summary: our quality engineer inspected the samples submitted for evaluation. Bd received four unopened units which revealed no print or labeling on the top web. Missing print can occur due to printer malfunction, incorrect machine setup, incomplete line clearance, and print head failure. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to an operator error during the packaging and inspection process. A device history record review showed no non-conformances associated with this issue during the production of this batch.